Manufacturer narrative:
The patient's date of birth and age was not provided. The patient¿s sex was not provided. The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented to an outpatient clinic with hemoglobin of 6.4 g/dl and was sent to the emergency department for further evaluation. The patient reported intermittent rectal bleeding for the past couple of months which consisted of dark red blood with brown bowel movement. The patient has denied black melena and abdominal pain along with no hematemesis. The patient¿s anticoagulant at the time of event was warfarin. It was reported that no arteriovenous malformation (avm) was confirmed and that the site of the bleeding was gastrointestinal. The patient was transfused with 2 units of prbcs and changes to medication were reported. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.